Event description:
It was reported that after an atrial fibrillation (afib) procedure, the patient was diagnosed with a pericardial effusion post af ablation via transthoracic echocardiogram. The effusion is being attributed to having to abandon the use of carto3 due to an error 8. The caller reported that the error was displayed when the navistar was connected. No pacing was being performed. The catheters were disconnected and the piu was rebooted. The piu initialized normally and the catheters were introduced one at a time. When the navistar was connected with a new cable the error repeated. The catheters were disconnected and the piu was rebooted again and started normally. A different navistar (different lot number) was connected to the piu first. Error 1201 was briefly displayed then error 8 returned. The navistar was disconnected and the piu was rebooted once again with a different 12-lead cable connected. When the navistar was connected the error 8 returned. At this point the physician elected to bypass carto 3 and continued the case with a celsius catheter. At the time of the call the patient was stable, but being brought back to the lab for a pericardiocentesis.

Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01, serial # (B)(4). Stockert model# m-5463-01, serial # (B)(4). Coolflow pump model# m-5491-02, serial # (B)(4). Lasso model# d-1220-39-s, lot# unknown. Customer disposed of (B)(4) are related to the same event.

Manufacturer narrative:
(B)(4). It was reported that after an atrial fibrillation (afib) procedure, the patient was diagnosed with a pericardial effusion post af ablation via transthoracic echocardiogram. The effusion is being attributed to having to abandon the use of carto3 due to an error 8. The caller reported that the error was displayed when the navistar was connected. No pacing was being performed. The catheters were disconnected and the piu was rebooted. The piu initialized normally and the catheters were introduced one at a time. When the navistar was connected with a new cable the error repeated. The catheters were disconnected and the piu was rebooted again and started normally. A different navistar (different lot number) was connected to the piu first. Error 1201 was briefly displayed then error 8 returned. The navistar was disconnected and the piu was rebooted once again with a different 12-lead cable connected. When the navistar was connected the error 8 returned. At this point the physician elected to bypass carto 3 and continued the case with a celsius catheter. At the time of the call the patient was stable, but being brought back to the lab for a pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A cool flow pump test was performed as well and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications.